Event description:
33 y.o. Female underwent out-patient laparoscopy of the pelvic region. After the insertion of the second trocar, a portion of the trocar sheath was found to be fragmented and imbedded in the peritoneum. The surgeon performed a mini-laparotomy to remove the fragments in their entirety. No adverse sequelae to patient as of this writing. Two (2) identical trocars were utilized during the procedure, it is unknown which lot number the described trocar originated, therefore both lot numbers are being reported. Inventory of both lot numbers were removed from the hospital and returned to the manufacturer.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.